Manufacturer narrative:
Investigation summary: a photo was provided showing two (2) microclaves. A stick down was observed on one (1) of the microclaves. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record could not be reviewed due to the unknown lot number.

Manufacturer narrative:
B3: date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. D4 and h4 the lot#, expiration date, and manufacture date are unknown. The investigation is pending completion.

Event description:
A complaint was received regarding a 7" (18cm) pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer, bulk non-sterile that experienced no flow. The reporter stated that the microclave retracted and was obstructing flow during attempt to five fluids and sedation for a case. Upon inspection, the line was flushed after removing the clave and the line was widely patent. The clave remained retracted when disconnected from the access line. The sample photo was provided showing the defective sample.